Manufacturer narrative:
Product was not returned to the manufacturer. No visual examination could be performed. Several attempts were made to have the product reference and lot number. However, no additional information was provided . Which prevent from reviewing the device history records and traceability. From the information provided by the survey, the patient is a 41-year-old female seen for evaluation of neck pain with radiation down the left upper extremity. She has undergone a number of studies before the this operation. Patient was doing great after the surgery (c5-c6) but 3 months later she suffered from left arm pain as the numbness increased and adjacent segment stenosis. The surgeon had to remove the device 2 months later and replaced the mobi-c with 2 intervertebral body cages (c4-c5 & c5-c6). The x-rays provided were reviewed with the product range manger , however due to the lack of provided information , the exact root cause remain undetermined. The surgeon evaluation provided in the survey report mention that the event is probably not device related. If additional informations were received another report will be sent.

Event description:
Mobi-c p&f us: revision due to pain. According to the survey report patient was doing great after the original surgery of two cervical level , but pain in left arm and numbness increased from the initial surgery . Adjacent segment stenosis as well. X-rays were provided. X-rays shows that prothesis was fishmouthed on c5-c6. A revision surgery was performed on (B)(6) 2017. Both mobi-c prothesis were explanted and replaced with acdf procedure. No known patient impact post -revision.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p&f us : revision due to pain. Prosthesis was replace by a fusion device, patient is doing fine post-op. Additional information was requested.